Event description:
On (B)(6) 2019, the user who lives in australia contacted dario to report high blood glucose readings. He indicated that prior to contacting dario, he was getting high blood glucose (bg) levels with differences of up to 8 mmol/l when comparing to another glucose meter. The user reported he had changed his medications due to the bg readings he received from his dario meter. While on the call with dario's representative the user refused to answer any question about the dario meter and strips. He mentioned he had thrown everything away. Not enough information to investigate. No resolution is available.